Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted via home monitoring. A new system was implanted.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 47 cm proximal to the lead tip. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the insulation in the distal end region was found rubbed through and the conductor cable leading to the ring electrode fractured 12.5 cm proximal to the lead tip. It is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above-mentioned damages are assumed to be the root cause of the reported oversensing. Additionally, the shock coils were found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.